Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported issue of the customer was verified. During test the unit failed the exhaled flow transducer calibration. The main board will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.